Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and also from a healthcare professional (hcp) via a clinical study, regarding a patient receiving bupivacaine (20mg/ml at 3.97 mg/day), morphine (15 mg/ml at 2.998 mg/day), baclofen (1000 mcg/ml at 199.8 mcg/day), and clonidine (500 mcg/ml at 99.92 mcg/day) via an implantable pump. The other medications the patient was taking at the time of the event are cymbalta, multivitamin, iansoprazole, metoprolol tartrate, amlodipine, hyoscyamine sulfate, acetaminophen ER, diazepam, provigil, baclofen, voltaren, tizanidine, ketoconazole, neurontin, morphine, nortriptyline, and testosterone cypionate. The pump's indication for use was noted as non-malignant pain. The consumer stated that the patient started having symptoms of a stroke or heart attack. The patient couldn't move his left leg. A blood test and an electrocardiogram (EKG) had already ruled out either a stroke or a heart attack. The consumer thought something might be going on with the pump but the pump was not alarming and they were able to give the patient a bolus using the personal therapy manager (ptm). The consumer stated that the nextstep in the emergency room (ER) was to do a magnetic resonance imaging (MRI) to check on what was going on with the patient. The consumer asked about getting in touch with a manufacturer's representative (rep). The consumer asked the hcp to talk to the manufacturer's patient services specialist; the hcp had already been in touch with the rep. There was no confirmed pump issue at the time of the report; they were just suspecting it. The situation was being addressed by the hcp. The event date was noted as (B)(6) 2015. Follow-up was conducted for the patient's pertinent medical history, the cause of the symptoms of stroke or heart attack, and the resolution status of the event.